Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was suspect over delivering. Customer¿s blood glucose was 113 mg/dl at the time of incident. Customer was treated with manual boluses. The reservoir will not be returned for analysis.